Event description:
I had a partial colectomy in 2009 leaving me with an incisional hernia. In june of 2010, the surgeon "fixed it" with an 8x10 composix (bard/davol) mesh. Nothing has been the same since. Please understand that I have a high pain tolerance as I put up with acute diverticulitis, prior to my original surgery. I have suffered from pain at all of the laparoscopic entry points. Also, nausea, fever, incontinence and insomnia, not to mention this feeling of an elastic band that is randomly pulled that doubles me over with a charley horse type effect, that has a mind of its own. For instance during bowel movements, sex (that by the way I used to enjoy), bending over to tie a shoe, pick something up, shave my legs and/or other parts of my body, etc. I have had two CT's in two different states. One said I now have a wide mouth hernia, ((B)(6) hospital in (B)(6)). The other said my muscles were completely separated (B)(6), and that they don't deal with mesh. I don't have the means to have this taken out of me, as I have (B)(6) insurance. I just want to be me again. Now I'm beyond depressed, the medical profession and the FDA are acting like this isn't real. I'm real, and I'm honest. Please help. I've gone online researching and I know I'm not alone. They have to stop putting this stuff in people, after all the recall was 2005. When will it be real to the powers that be? When one of them are effected. Thank you for this time. I can only hope I'm not wasting mine. (B)(6).